Event description:
Following a diagnostic catheterization procedure in 2002, a vasoseal vhd kit size 5 was deployed. The pt was discharged the same day. The pt returned to the hosp 1 month later with redness, swelling, and drainage from the right groin area. An incision and drainage was performed and a large portion of what appeared to be a vasoseal sheath was removed. No collagen plug was observed. The pt was placed on keflex for four days and was discharged home. The piece removed from the pt was sent to pathology. No further info has been received from the hosp.